Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedances and noise. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 3 - ventricular nst=130 ms on (B)(6) 2012 in the timeframe between 04:44:05 and 04:54:55. Impedance - high resistance/impedance: 4 - patient alerts for rv.pace lead z between (B)(6) 2012 03:00:04 and (B)(6) 2012 03:00:04. Weekly pace lead impedance log data shows a gradual increase and various spike increases for max v.pace = 1360 to 3120 ohms range between (B)(6) 2010 and (B)(6) 2012.